Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a system extraction caused by a pocket infection. A new lead was inserted into the right ventricle for back up pacing support if needed and attached to the explanted device. The device was then taped to the patient's chest to act as a semi permanent pacemaker. The device was reprogrammed and the procedure went without any problems. During a follow up the next day, the pacing measurement was fine. The device, however, was noted to have falsely tripped the elective replacement indicator and end of life indicator caused by an electrocautery interaction from the explant procedure. The physician elected not make any programming changes since the pacemaker was only temporary. The patient did not have any symptoms from the experience.

Manufacturer narrative:
Correction: h6: codes should reflect component code "housing". The reported complaint of incorrect measurement was not confirmed. The device was explanted, due to infection. Sterilization records were reviewed and no evidence of abnormal sterilization was found. The device was received with eri date prior to the implant date and eos triggered on the date of explant, this is consistent with to exposure to cautery during the explant procedure. User¿s manual indicated that ¿electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibited device operation. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported field event of a false elective replacement indicator was confirmed in the laboratory. The device was received with eri date prior to the implant date and eos triggered on the date of explant, which was consistent with exposure to cautery during the explant procedure. The device was further tested on the bench and using automated testing equipment, and no anomalies were found.